Event description:
It was reported that during the implant procedure, the ventricular lead could not be inserted into the connector port of the pulse generator. The device was no longer used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. The pulse generators connector ports were out of specification which also contributed to the inability to insert the lead.